Event description:
It was reported that needle through a the catheter occurred before use with a 18g x 1.16in (1.3 x 30 mm) insyte. The following information was provided by the initial reporter, "needle has already perforated the cathlon when the product is opened, unusable."

Manufacturer narrative:
H.6. Investigation: ¿ the complaint is unconfirmed as no photo / samples received ¿ the investigation was not able to confirm what the customer had experience as there were no returned samples/pictures for evaluation. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle through a the catheter occurred before use with a 18g x 1.16in (1.3 x 30 mm) insyte. The following information was provided by the initial reporter, "needle has already perforated the cathlon when the product is opened, unusable."